Manufacturer narrative:
Manufactures investigation conclusion: the reported event of warm controller was not confirmed. The hm2 system controller was not returned for analysis. Additional information on (B)(6)2021 stated that the patient did not experience physical side effects from the controller. The controller is not warm to the touch anymore. The patient did not report any event that might of have led to a warm controller. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿system operations¿ both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s pocket controller was very hot to touch. Log file submitted showed no unusual events recorded in the log file event history. The patient was not burned during the event and the controller was no longer warm to touch. No additional information provided.